Manufacturer narrative:
Eval: device mfg records were reviewed. Results: review of mfg records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that a vns pt was hospitalized with a (B) (6) infection. It was reported that there was a flood of (B) (6) infections in patient's over the past two weeks not only in neurosurgery but orthopedic surgery too. The patient had his vns device and lead explanted for the infection.